Event description:
Attempts to remove a broviac catheter which has been in place for 15 years. The catheter broke during the process of dissecting it from the overlying tissues. Then it was found that the catheter was fixed to the vein wall, and it became clear that further attempts to remove it would result in uncontrolled breakage of the catheter or disruption of the vein wall. At that time it was decided to tie off the catheter, cut it and allow it to retract into the soft tissues. FDA safety report ID # (B)(4).